Event description:
The provider states the wheel-locks are broken on both the left and right side. The provider didn't have a serial number for the chair. The provider didn't stay on the line for additional information 7857hf